Event description:
Revision surgery - patient complaints consistent with loosening of implants, radiolucency was observed on x-rays of stem/cup. There was some osteolysis behind cup/proximal femur. Foundation stem appeared to have slight toggle. Surgeon suspected infection/samples taken, all hardware was removed, cement spacer w/antibiotics inserted. Lab findings later were consistent with an infection.